Event description:
The reporter stated the surgeon attempted to use and aq5010v three piece silicone lens. The lens got stuck in the cartridge. No patient contact. Cause of this incident is unknown. Backup lens, same model and size was implanted.

Manufacturer narrative:
Evaluation method: lens work order search. Results - visual inspection of the returned product found the lens inside the cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue on product. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).